Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tetralogy of fallot procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/13/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/18/2020. Additional h3 investigation summary: one open sample of product code eh72442, lot kdh882 was received for analysis. The product code is double armed. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined under magnification for suture remnant and none was noted. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in the needle pull off. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance pull off - suture needle is a light swage defect, this defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture.